Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that was minor bleeding and oozing from groin site.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product return. Ischemia: patients foot was blue on the tows. The root cause of the injury was unable to be determined due to insufficient clinical details. Asae/ minor bleed: minor bleeding and oozing noted at groin site. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot: device lot : 1908559. Device history batch: subcomponent lot : n/a. Device history review; the pump sn (B)(6) passed all the post sterile inspection checks.